Event description:
Patient in surgery for total knee arthroplasty revision. While suturing the incision, the tip of a suture needle broke off. Surgeon retrieved the tip immediately. Both parts of needle were accounted for and taken off sterile field. No patient harm. FDA safety report ID # (B)(4).